Event description:
The device was placed on 11/30/98. T-fasteners were implanted using a hollow needle. T-fasteners were in place anchoring the jejunum to the abdominal wall. The sutures were held in place with the metal band. On 12/01/98, the sutures, cotton bolsters, retention disk, and crimped cylinders were not attached to the patient. Everything had pulled away from the t-fasteners. The patient had to undergo a second abdominal surgery on 12/01/98 to close the previous jejunostomy site and place a second j-tube.